Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to acquire a 12-lead ECG. There was no adverse patient impact.